Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2011 and presented on (B)(6) 2019 with blurry vision, and signs of ectasia in both eyes (ou). The patient experienced blurry vision and loss of best corrected visual acuity (bcva). Right eye (od) bcva was at 20/40 and left eye (os) bcva was at 20/30. The patient reported the symptoms are interfering with daily activities. The patient was referred to a specialist for cross-linking. Bcva from (B)(6) 2019: right eye pre-op 20/20 -.50 x -.50 x 75; left eye pre-op 20/20 -1.50 x -2.75 x 122.

Manufacturer narrative:
Correction: device manufacture date corrected to 9/6/2007. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.